Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they checked the test definition range screen and the settings were correct and the software had ordered supplemental testing on patient sample with an index value of less than 1. The ccc specialist reviewed the data provided by the customer and determined that (B)(6) is being reflexed for confirmatory testing when it is greater than or equal to (B)(6). The ccc specialist instructed the customer to change the setting from (B)(6), as the customer's setting was incorrect. The customer also understands that they can obtain a (B)(6) confirmatory result if an (B)(6) confirmatory test is used on a (B)(6) sample. The cause of the (B)(6) reactive (B)(6)confirmatory results on one patient sample was due to the incorrect settings for ordering (B)(6) confirmatory testing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp contacted a siemens customer care center (ccc) specialist and reported that they ran a patient sample for (B)(6), which resulted (B)(6). The (B)(6) result was reported to the physician(s). The customer stated that the software ordered (B)(6) confirmatory testing for this patient sample when it should not have been run. The sample run for (B)(6) confirmatory testing resulted as (B)(6). The customer repeated the sample for (B)(6) testing and (B)(6) confirmatory testing, resulting as (B)(6) respectively. The customer repeated the sample one more time for (B)(6) testing and the result was (B)(6). The customer did not report the (B)(6) confirmatory testing results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) confirmatory results.